Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18978. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that both the atrial and right ventricular leads exhibited noise over-sensing. The leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.